Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle separated from the hub when removing it from the packaging. The following information was provided by the initial reporter, translated from portuguese: "when removing the abocath from the packaging, only the needle came, and the outer portion (polyethylene) remained inside the outer protective cover."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-apr-2022. H6: investigation summary; bd received a 22 gauge insyte autoguard device from lot, 1211735, for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter was stuck inside the needle guard. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that there was a misalignment between the catheter guidance and placement station that caused the catheter to become stuck inside. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle separated from the hub when removing it from the packaging. The following information was provided by the initial reporter, translated from portuguese: "when removing the abocath from the packaging, only the needle came, and the outer portion (polyethylene) remained inside the outer protective cover."